Event description:
A valiant stent graft delivery system was implanted into a patient for the endovascular treatment of a thoracic aortic aneurysm; the devices were implanted in zone 2 and zone 4. There was increased wbc count, related to the dissection that required prolonged hospitalization and was treated with medication. At the index procedure, the patient presented with abdominal pain and back/chest pain. The CT scan at the index procedure showed visceral ischemia (malperfusion). Site of primary tear was proximal descending aorta. Most proximal aspect of dissection was at the lsa and most distal aspect was the right common iliac. Vessel morphology at the index procedure was described as: access vessel had mild tortuosity and mild calcification. Aorta was non-tortuous. Distance from distal margin of lcca to start of most proximal tear was 22mm; total length of aortic (thoracic and abdominal) dissection was 428mm; total thoracic aortic length (lcca to celiac) was 262mm; maximum aortic centerline diameter was 34mm; maximum true lumen diameter at ad1 was 18mm and false lumen 16mm; diameter of distal margin of lcca was 30mm; diameter of proximal landing zone was 30m. Right and left external iliac diameter was 7mm. Left subclavian and lsa were intentionally covered. The proximal entry tear was covered. A CT scan two days post implant showed there was perfusion of the false lumen from undetermined source. The stent graft was patent and there was no sign of migration or leaks. A CT scan seventeen days post implant showed continued perfusion of the false lumen. A CT scan six months post implant showed the stent graft was patent and there was no sign of migration or leaks. It was reported that at 6 month follow up a scan showed that the valiant proximal main stent graft migrated distally about 11mm. Unknown if intervention was performed or is planned. No indication if a secondary intervention was performed or planned. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (migration); (unknown cause of event). Evaluation, conclusion: (unknown cause of event).